Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a right femoral artery access approach during a procedure of the proximal left anterior descending (lad) artery, the 3.0 x 15 mm nc trek balloon dilatation catheter was used for pre-dilatation without noted resistance during advancing, however, the proximal shaft was noted to be broken. The device was removed without issue and a second 3.0 x 12 mm trek bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.